Manufacturer narrative:
The technician found sidecomm cable corrosion on the connection to the bed due to fluid and a loose plate on the connection end to the biu. The technician replaced the communication cable to repair the bed.

Event description:
The account alleged the bed will only intermittently send nurse call.